Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. Lead was returnedwith the helix fully retracted. Helix was able to be extended and retracted within specification.

Event description:
It was reported that during the implant procedure, the screw was turned more than 30 rounds, but the screw did not extend from the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as the result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.